Manufacturer narrative:
(B)(4). No evaluation conducted to date pending device return.

Event description:
The t2 failed to deploy. The first implant was deployed as per surgical technique behind the knee capsule. On the second capsule pass an attempt was made to deploy the second implant but the anchor did not deploy. The repair had to be aborted and the suture from both implants retrieved from the knee joint. Nothing was left in the patient form these devices.

Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
The t2 failed to deploy. The first implant was deployed as per surgical technique behind the knee capsule. On the second capsule pass an attempt was made to deploy the second implant but the anchor did not deploy. The repair had to be aborted and the suture from both implants retrieved from the knee joint. Nothing was left in the patient form these devices.

Manufacturer narrative:
The device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device.